Manufacturer narrative:
The investigation conducted by field service engineering found the issue experienced by the site to be associated with the patient side manipulator (psm). The psm is an instrument arm located on the patient side cart, that provides the sterile interface for the endowrist instruments. The system was repaired by replacing the psm. The psm was returned and evaluated. Engineering observed that the assembly brake was damaged, thus causing the customer reported complaint. As of (B)(4), 2011, there have been no reported recurrences of the issue at this hospital.

Event description:
It was reported that during a da vinci s prostatectomy procedure, the surgeon experienced difficulty moving the patient side manipulatory axis. At this time, the surgeon made the decision to convert to traditional open surgical techniques to complete the planned procedure. No patient harm was reported.